Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file was submitted due to reports of no external power events. Patient was seen in clinic and a low voltage/no external power event was reported. Log file submitted captured a no external power event on (B)(6) 2022, which was caused by power to the mpu (mobile power unit) being briefly interrupted. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 3 days (29mar2022 to 01apr2022 per the timestamp). A no external power alarm activated 31mar2022 at 4:15 due to the rsoc and bus voltages simultaneously diminishing to ~0v with a loss of ac power while connected to the mpu. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. The device history record cannot be reviewed as the serial/lot number of the device was not available. No further information was provided. The manufacturer is closing the file on this event.